Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13314. It was reported that the burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During ablation, the guiding catheter could not support the delivery of rotalink plus. The burr was then tried to be remove with dynaglide mode, to replace the guide catheter and to change the rotational speed. However, it was noted that the rotawire got intertwined by the second operator side and the rotawire and burr became unable to be separated. The rotawire and burr was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and there were no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device with no advancer knob. Microscopic inspection of the device revealed that the annulus was damaged. The damage to the annulus is consistent with damage caused by contact with the rotawire. The rotawire used in the procedure was not stuck in the device or returned for analysis. Functional testing was performed with a test rotawire and revealed that the wire was able to be re-inserted into the annulus of the burr and advanced through the whole device with no resistance. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13314. It was reported that the burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During ablation, the guiding catheter could not support the delivery of rotalink plus. The burr was then tried to be remove with dynaglide mode, to replace the guide catheter and to change the rotational speed. However, it was noted that the rotawire got intertwined by the second operator side and the rotawire and burr became unable to be separated. The rotawire and burr was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and there were no patient injury.